Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed testing. The cause for the failure was isolated to contamination on the distribution node pca. The root cause for the contamination was ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt had non-functional ECG electrodes.